Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 8 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 65 mg/dl, and the bg meter was reading 38 mg/dl. The patient was wearing an omnipod insulin pump. The patient was driving and began feeling weak and dizzy, and she eventually lost control of her vehicle, which resulted in a car accident. No injuries were reported because of the car accident. A bystander called emergency medical services (ems). Ems arrived and took the patient to the emergency room (ER). At the ER, the patient¿s sensor was removed. She was treated with juice and peanut butter crackers. The patient was discharged home after approximately 6 hours. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.